Event description:
An international customer ((B)(6)) reported that during the case, the surgeon connected the screwdriver to the illico cannulated screw. He then inserted the guide wire but was not able to pass it thru the cannulation of the assembly. The illico screw was replaced and the surgery continued without further issue.

Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. An investigation found that a guide wire will not pass through the illico screwdriver when mated to illico cannulated screw p/n 73875-40. The cannulation of the screw was not properly aligned to the cannulation of the instrument causing an interference fit of the two mates. The defect was isolated to a single bone screw p/n 62675-40-01 lot 645500, a component used in the finished assembly of the illico screw (73875-40). The position of the cannulation hole was found outside the location tolerance of 0.010 at the proximal end. The defective implants were removed from the field via voluntary removal# 2027467-7/1/2013-003-r (ref. Z-2086-2013). Removal /termination actions were completed october 9, 2014.